Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted during two different procedures. It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2006. There were no complications during the procedure. On (B)(6) 2017, the patient was implanted with an advantage fit system. According to the complainant, after obtryx implantation, the patient has experienced vaginal pressure and pain, vaginal bleeding, and/or dyspareunia as well as pervasive vaginal discomfort. After advantage implantation, the patient has experienced an injury. All other information, including the patient's current condition, is unknown and reportedly unavailable.